Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization requiring intensive care while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported ICU admission and treatment with IV insulin and fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts impacting insulin delivery; a factory reset was identified in the logs. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hyperglycemia on the reported event date. Hyperglycemia began during a prolonged period in which the insulin cartridge was empty. The user reported not responding to alerts indicating the empty cartridge. Following cartridge replacement, hyperglycemia persisted and an occlusion alert was observed, suggesting possible interruption of insulin delivery along the fluid pathway; however, a definitive device malfunction could not be confirmed. Based on available information, the event was primarily attributed to use-related factors involving failure to respond to alerts indicating empty insulin cartridge, and the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
It was reported that the user experienced progressive hyperglycemia overnight with thirst, polyuria, nausea, vomiting, and fatigue, did not respond to device alarms, and was subsequently transported by ems and diagnosed with diabetic ketoacidosis requiring hospital admission and later discharge; the user reportedly had limited insulin remaining in the ilet and a low battery level before sleep. Symptoms included hyperglycemia with dehydration symptoms, gastrointestinal distress, lethargy, and diabetic ketoacidosis. Outcomes included emergency medical services involvement and hospitalization with treatment for dka. Investigation included attempts to obtain blood glucose and hospitalization details from the user by phone. Investigation of this case revealed that the cause of the event remains unclear and is associated with reported nonresponse to device alerts; no device malfunction or component failure has been established. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.